Manufacturer narrative:
Additional information: d9, h3, h6 the reported events of ¿a high threshold and a high impedance¿ were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, loss of capture and high pacing impedance were observed. The lead was attempted to be placed in four different locations but the issue persisted and the procedure was extended. A new lead was successfully implanted after the first fixation. The patient was stable with no adverse consequences.